Manufacturer narrative:
Device 1 of 2. Device history and sterilization records were reviewed. Results: the device history and sterilization records reviewed were found to meet specifications and no anomalies were found. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. This MDR is being submitted past the 30 day reporting requirement as part of a retrospective review initiated in response to an FDA inspection. A retrospective review of the complaint record determined that ans misinterpreted the MDR regulations in this instance. Ans has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Ans defers to the pt's physician regarding medical history.

Event description:
Device 1 of 2. Reference: device MFR report 1627487-2009-00106. The pt received his scs system consisting of a lead and ipg on (B) (6) 2007. It was reported that the pt later complained that every time he would begin to feel stimulation, he would also feel shocking sensations in his right chest area, right arm and in his beltline. He also reported no longer feeling stimulation in his leg. Xrays taken verified the lead had not moved and that all system connections were intact. The physician explanted both devices on (B) (6) 2007. During the explant procedure, the lead was disconnected from the ipg and tested with a programmer and the pt reported the same shocking sensations. All lead impedances measured within range. The pt was implanted with another ipg and lead on (B) (6) 2007.